Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was known that the station had been freezing while pulling the medication. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue. E3. Other ocuupation: clinical quality and data analytics pharmacy specialist.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the station had been freezing during medication removal. The customer reported that the malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.